Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s last measured weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving sufentanil, 200 mcg/ml concentration at 95 mcg/day dose, clonidine, 1050 mcg/ml concentration at 498.75 mcg/day and bupivacaine, 15 mg/ml concentration at 7.125 mg/day via intrathecal drug delivery pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that motor stall occurred. The patient did not recently have a magnetic resonance imaging (MRI). They were planning on replacing the pump this fall anyways before the stall occurred. They would put the pump in minimum rate and medically manage the patient with orals. He would wait and see if it recovered and if no they would replace the pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Have been updated to reflect the surgical intervention performed as a result of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep). It was reported the patient's pump was replaced on 2019-jun-11 with another manufacturer's device. It was reported the device would be returned to the manufacturer for analysis. It was reported the critical alarm had occurred and there were no environmental/external/patient factors that may have led or contributed to the motor stall. The doctor had scanned the pump a week earlier. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury.